Manufacturer narrative:
Continued e1 mobile: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late. Photo evaluation: visual analysis of the photographs identified: ¿ seroma-late unable to observe as it is a medical event that is not related to the device. ¿ double capsule: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "seroma", "double implant capsule", "dense fibrous", "fluid accumulation around the breast implant" and "fluid volume was also detected near the left implant.". This record is for the left side. Device was explanted. Device will not returned.